Manufacturer narrative:
Through investigation the cause of the reported false positive staphylococcus ludgunesis and enterococcus faecium result will be investigated under (B)(4). Further investigation for root cause will be documented in escalation case (B)(4). The customer site is not performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no injury or death to patient.

Event description:
On 5/13/2024 customer (B)(6) medical center reported a discrepant result on bc-gp assay. Verigene detected staphylococcus species and staphylococcus lugdunensis however culture showed no targets detected. Verigene run 1: staphylococcus species and staphylococcus ludgunesis detected culture: no targets detected. Data review: per verigene ID software requirements specification ((B)(4)), in order for an organism to be detected the ic ratio must be greater than or equal to -0.4 and the nc ratio must be greater than 0.85. Review of test cartridge (B)(6) shows staphylococcus species detected at exposure 24ms (ic: 0.43 nc: 0.99) and staphylococcus ludgunesis detected at exposure 1500ms (ic: -0.32 nc: 0.93). Pc1 was detected at exposure 24ms (ic: 0.4 nc: 0.99) and pc 2 was detected at exposure 150ms with ic and nc values of 0.2 and 0.99 respectively. Camera images were clear with minor background and no impact on results. This was tested on (B)(6) 2024 on sp a1. Consumable review: test cartridge lot: 031824018a. Extraction tray lot: 031124018b. Utility tray lot: 030824018c. There are no ncmrs associated with the lots utilized. There are 22 other erroneous results reported for the staphylococcus ludgunesis target using the lots reported. Due to the amount of complaints, further investigation of test cartridge lot 031824018a will be documented in escalation case (B)(4). Device review: verigene processor sp b3: (B)(6). Verigene reader: (B)(6). Review of the verigene sp and reader device history was assessed for a time frame of 3 months prior to the reported discrepant result. Verigene processor sp had one pm performed. Verigene reader (B)(6) had one pm performed. There is no indication of a device malfunction. Site performance: a 6-month customer site performance for negative agreement of staphylococcus ludgunesis target was performed from nov/2023 to may/2024. There was a negative agreement of 99.2% (1605 not detected/1618 expected not detected). Per the verigene gram positive blood culture nucleic acid test package insert (89-30000-00-782) the expected negative agreement for the staphylococcus ludgunesis target is 100% (with a ci of 99.7-99.9). The negative agreement for the enterococcus target was 99.2% (1601 not detected/1614 expected not detected). Per the verigene gram positive blood culture nucleic acid test package insert (89-30000-00-782) the expected negative agreement for the enterococcus faecium target is 100% with a confidence interval of 99.7-100%. Based on the expected performance characteristics and data provided by the customer, the customer site is not performing within the package insert expectations, further investigation of test cartridge lot 031824018a will be documented in escalation case (B)(4). Conclusion: through investigation the cause of the reported false positive staphylococcus ludgunesis and enterococcus faecium result will be investigated under (B)(4). Further investigation for root cause will be documented in escalation case (B)(4). The customer site is not performing within the expectations stated in the bc-gp package insert for the staphylococcus ludgunesis target. Although the erroneous result occurred, there was no injury or death to patient.